Manufacturer narrative:
(B)(4). Date sent: 4/22/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how was the post-op bleeding identified? Patient collapsed and taken to theatre. Emergency laparotomy performed and oozing from staple line found . How many days postoperative was the bleeding identified? 14. What was the total estimated blood loss (ml)? Unknown . Was a transfusion required? No. How was the bleeding addressed? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Extraluminal from the staple line. Any clips, clamps, or graspers near the area where the device was being fired? No.

Event description:
It was reported that during a sleeve gastrectomy procedure, there was a significant staple line leak, 2 weeks post op. Patient had some operative bleeding which was managed with ligaclips and nothing beyond the average oozing seen. Two weeks later, they have collapsed and had an emergency laparotomy where the abdomen was filled with blood which had subsequently come from the staple line according to the surgeon who performed the laparotomy.